Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two t6 cannulated hexalobe driver (part number 80-4149, batch number 589791) were returned for evaluation. The returned drivers were visually examined under magnification and had physical batch number 589791. The driver tips both presented with distinguishable, angled fracture surfaces. The drivers approximated a 45-degree angle relative to the driver's long axis. Both driver tips presentations supported characteristics of a torsional failure pattern in a brittle material. The driver tips fracture patterns supported the event description. This in combination with the above observations as well as multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. The broken off tip portions of the driver tips were not included in the returned materials. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
2 of 5 it was reported during a revision surgery due to complaints of pain, the surgeon attempted to remove two 16mm, 2.0 nano acutrak 3® bone screw (part number 3050-20016) with two t6 cannulated hexalobe driver (part number 80-4149). The ø0.7 x 150mm guide wire, double trocar (part number 35-0026) was inserted when the driver slipped over the guidewire breaking the diver tips and stripping out the screw head interfaces. The surgery was completed after a one-hour delay with a hardware removal set. No other adverse patient consequences were reported. There are 5 related report numbers for this event 3025141-2024-00065 through 3025141-2024-00069.